Manufacturer narrative:
A field service engineer observed foreign matters in the nozzle. It was preliminarily suspected that the foreign matters were impurities in the water or crystals of the reprocess powder which is used for disinfection of the reprocess tank. The fse stated that the foreign matter can be removed from the nozzle. When reprocessing, the customer was to check the water supply pipeline system. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported that the evis lucera colonovideoscope nozzle is clogged. The event occurred during a diagnostic colonoscopy procedure. A similar device was used to complete the procedure. During inspection of the customer device, foreign matter in the nozzle was noted. This report is to capture the reportable malfunction found at inspection. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that impurities contained in water/residues of sterilization agent remained in the nozzle because of insufficient rinsing of detergent solution/sterilization agent, and then the nozzle was clogged with it. A definitive root cause cannot be identified. Users can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU). "·operation manual_ inspection of the endoscope. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. ·inspection of the endoscopic system. - inspection of the air-feeding function. - inspection of the objective lens cleaning function." Users can decrease/prevent the suggested event by handling the device in accordance with the following IFU. "·reprocessing manual_ compatible reprocessing methods and chemical agents_ rinse water. Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any disinfectant residue. If sterile water is not available, clean, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used. ·cleaning, disinfection, and sterilization procedures_ removing detergent solution from all channels. ·rinsing after high-level disinfection. After high-level disinfection, rinse the endoscope and all equipment according to the procedures described below. Use water of appropriate microbiological quality. Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, fresh, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used with 70% ethyl or isopropyl alcohol rinse (see ¿nonsterile water rinse and alcohol flush¿ on page 58). Consult with your hospital¿s infection control committee." Olympus will continue to monitor the field performance of this device.